Event description:
Pt's parent called lfs alleging that the pt's meter was reading inaccurately high. Medical affairs specialist spoke with pt in 11/2002. Pt explained that in 2002, they obtained a "400 something" at 10 am. Pt could not recall this 7:00 am reading. Pt had taken their insulin as prescribed by their physician. Pt explained that they were prescribed novolin n and r insulin. Pt's insulin regimen consists of the following: 15 units of n and sliding scale r at 7:00 am, sliding scale r at lunch, 13 units of n and sliding scale r at 5:00pm, and sliding scale r at bedtime. Pt had eaten a bowl of cereal and orange juice for breakfast. At 12:39 pm before lunch pt obtained a "214 mg/dl" and was feeling wet, sweaty, and cold. Shortly thereafter, pt suffered a diabetic coma. Parent did not administer the afternoon insulin or any other treatment. Parent called the emt and they arrived within 15 minutes. They obtained a "26 mg/dl" on their meter. Pt was treated with "glucose tablets" and taken to the hospital. Pt was admitted for 8 days and treated for hypoglycemia. Pt reported having blood glucose levels of "19 mg/dl" and "20 mg/dl", while in the hospital. Pt was also diagnosed with a bleeding and infected stomach. Pt was placed on medication for the infection. Pt's parent reported not running quality control on a regular basis and did not have supplies to troubleshoot the meter. Although there was no evidence of a meter malfunction through quality control, there was a significant difference between the paramedic's meter and the pt's meter within a short period of time. The pt's symptoms paralleled the emt meter reading and treatment, suggesting that their meter was reading inaccurately high.